Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's trial was over and was successful. The patient was unsure when they would move on to receive their implant. One lead was partially pulled out which was why the patient was not able to feel stimulation. The patient visited their healthcare provider where they switched sides. The patient could then feel stimulation and had a positive therapy result.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The consumer reported the trial patient felt the stimulation at first following procedure on the day of the call ((B)(6) 2016), but now could not feel stimulation at all even when she turned it up to 6.1. The patient also saw the "settings not available" screen when she turned up her stimulation. It was identified the "settings not available" screen was not seen during the call while stimulation was being increased but was previously seen by the patient. During the call, it was indicated the patient could not feel stimulation while therapy was on. It was noted the lead wires were taped down really well and extra tape was even used. The patient had two dogs and squatted down to pick one of them up. The patient had also gotten into her car, changed clothes, and snagged the lead wires with her thumb/finger so she thought that this could possibly have moved the wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.